Manufacturer narrative:
(B)(4). The device was received for analysis with no visual non-conformances and with an cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a hepatectomy procedure the surgeon completed the firing sequence of the device and hepatic vein continued to bleed. Did not appear to staple correctly. Patient had a major bleed. Patient had lost a lot of blood and had to be monitored closely which prolonged hospital stay. Patient condition was critical. Procedure was prolonged by 45 minutes.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: what was the condition of the patient immediately after the event? Critical. If critical, please explain patient had lost a lot of blood and had to be monitored closely. Prolonged hospital stay. Relevant test/lab data (submit results with this report) unknown. Relevant history/pre-existing medical conditions unknown.